Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 21-jul-2018 with the following findings: a review of the black box showed unexplained power on reset events. Moisture was found behind the display lens with a leak. No damage was found to the battery compartment or battery cap. The returned battery cap fully attached to the pump. The pump powered up with auditory and vibratory alarms and a functional display. The keypad was intact but all keys were unresponsive. The pump cover was removed to find moisture ingress on the printed circuit board and keypad connector.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged there was moisture in the battery compartment with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.